Event description:
On 07-feb-2025, the user's spouse reported that the user experienced high blood glucose (bg) levels above 600 mg/dl after announcing a meal as "less than." Bg remained elevated for approximately three hours despite the ilet system delivering repeated correction doses. The spouse disconnected the system, administered a manual injection, and transported the user to the hospital. The spouse removed the infusion site and found no visible damage to the cannula or infusion set. The user was admitted to the ER on (B)(6) 2025 and released the same day. Reported symptoms included dizziness, glassy eyes, confusion, and irritability. Treatment in the ER included IV fluids and insulin. Insulin storage practices were reviewed, and the user confirmed that insulin was properly stored in the refrigerator was not expired.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.